Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent filament regulator errors. No patient or user injury was reported.